Event description:
The patient reportedly experienced intermittency followed by no lock between the external equipment and the cochlear implant. The patient was seen at the center of device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's cii device has been scheduled.